Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a cylinder puncture. A new 18cm x 12mm ipp device with 65ml reservoir was implanted. Additional information received states "the cylinder may not stay straight in the body and it continuously has been changed by skin so puncture occurred." The physician opened the patient, confirmed the defect and found there was fluid loss. The exact location of the fluid loss was not known. Two weeks prior to surgery the patient had trouble inflating and deflating the device due to the fluid loss. The patient was doing well following surgery. It was further reported that it was not known when the issues began with the cylinder not staying straight in the body. Only that it was continuously being chafed by the skin. This resulted in a "minor superficial wound." Additional information received states the location of the wound was not known. "The superficial wound means skin or mucous wound." The patient experienced pain at the location of the wound and the patient was doing well following treatment. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of wear at the corner of a fold. The other cylinder performed within specifications. Fluid loss was confirmed through product analysis. Pain and tissue damage could not be confirmed through product analysis. Model number: 72404310, lot number: 833769004, model description: pump ms. Model number: 72404161, lot number: 859954005, model description: reservoir 65ml pc.

Manufacturer narrative:
Model number: 72404310, lot number: 833769004, model description: pump ms. Model number: 72404161, lot number: 859954005, model description: reservoir 65ml pc.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to a cylinder puncture. A new 18cm x 12mm ipp device with 65ml reservoir was implanted. Additional information received states "the cylinder may not stay straight in the body and it continuously has been changed by skin so puncture occurred." The physician opened the patient, confirmed the defect and found there was fluid loss. The exact location of the fluid loss was not known. Two weeks prior to surgery, the patient had trouble inflating and deflating the device due to the fluid loss. The patient was doing well following surgery. It was further reported that it was not known when the issues began with the cylinder not staying straight in the body. Only that it was continuously being chafed by the skin. This resulted in a "minor superficial wound." Additional information received states the location of the wound was not known. "The superficial wound means skin or mucous wound." The patient experienced pain at the location of the wound and the patient was doing well following treatment. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.